Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 12.8. The finger-stick and lab draw were side by side.